Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage. The analyst commented that the helix can not extend and retracted due to distal conductor distortion within the connector.

Event description:
It was reported that during implant, the physician over retracted the helix of the right ventricular lead so the helix would not advance. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.